Event description:
The customer called in because her meter would not turn on. Customer service had her remove the batteries, wipe them, and reinsert. When the meter came on, it was discovered the meter was in mmo1/l. The customer did not medicate based on the mmo1/l results or allege any adverse event. The customer was able to reset the meter to mg/dl with assistance. The meter will be returned for evaluation, and a replacement meter will be sent.